Manufacturer narrative:
A ge service representative evaluated the system and was unable to duplicate the reported problem. System is operating as intended.

Event description:
It was reported that the system would not save images. No patient injury was reported.